Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleging nasal/throat irritation and coughing. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During internal and external investigation, the manufacturer observed right panel assembly, and the air outlet port has dust-like contamination on them. Ui (users interface) knob was missing. A fine filter was taped to the enclosure air inlet port. Pca (printed circuit assembly) has slight dust-like contamination all over the top of it. Dust-like contamination on the top of the blower box lid and surrounding area. Slight dust-like contamination on the top of the blower motor and inside of the bottom enclosure and on top of some of the sound abatement foam, that is visible. Inside bottom of the blower box had unknown specks of contamination in it. Air inlet seal had yellowed. The sound abatement foam was intact and had dust-like contamination on top of it. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 0 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified.